Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure wire tip detachment occurred. The procedure was elective. The 100%, chronically occluded, target lesion was located in the right coronary artery. 8frx10cm non-bcs sheaths were placed in the right and left femoral arteries. Non-bsc guide catheters were advanced through each of the sheaths. Several non-bsc products were advanced and removed intact through the sheaths. The physician was attempting to cause a dissection plane. A pt2 moderate support 300cm str guide wire was advanced. The physician prolapsed the distal tip of the wire and then pulled back. 5mm of the distal tip of the wire severed inside the patient. The wire fragment was not retrieved. The procedure continued with the use of several apex balloon catheters that were able to be inflated and removed intact. The physician had "no concerns" about leaving the wire fragment inside the patient. The procedure was completed with the target lesion remaining 100% occluded. The procedure was considered to be "long and complicated". 10 minutes following the procedure, vfib occurred requiring defibrillation. No additional patient complications occurred with the patient's current condition listed as "fine".

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure wire tip detachment occurred. The procedure was elective. The 100%, chronically occluded, target lesion was located in the right coronary artery. 8frx10cm non-bsc sheaths were placed in the right and left femoral arteries. Non-bsc guide catheters were advanced through each of the sheaths. Several non-bsc products were advanced and removed intact through the sheaths. The physician was attempting to cause a dissection plane. A pt2 moderate support 300cm str guide wire was advanced. The physician prolapsed the distal tip of the wire and then pulled back. 5mm of the distal tip of the wire severed inside the pt. The wire fragment was not retrieved. The procedure continued with the use of several apex balloon catheters that were able to be inflated and removed intact. The physician had "no concerns" about leaving the wire fragment inside the pt. The procedure was completed with the target lesion remaining 100% occluded. The procedure was considered to be "long and complicated". Ten minutes following the procedure, vfib occurred requiring defibrillation. No add'l pt complications occurred with the pt's current condition listed as "fine".

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed a slight bent distally with the distal tip broken. Examination of the fracture surface revealed the fracture surface was caused by a tensional type overload and a torsional/bending action. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).